Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The wife reported via phone call that the customer's insulin pump was damaged. The wife stated the customer was in a motorcycle accident, causing damage to the insulin pump. The wife stated the insulin pump had a piece missing from the screen. It was also found the insulin pump could not power on. The customer's blood glucose was 258 mg/dl at the time of incident. The wife also reported the customer's blood glucose was not the cause of the accident. The customer was connected to the insulin pump when the accident occurred. However, the wife stated the accident was not related to insulin pump use. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to broken interface board soldering pad. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No cracks on the lcd screen noted.